Manufacturer narrative:
The investigation into the aic - system self-check error has been completed since the original report was filed. The device was returned for investigation. Imc logs confirm that after the last successful system self-check. The console was unable to pass system self-check upon boot up in the lab. Visual inspection of the pbm revealed corrosion of the copper traces in proximity of the super capacitors c69 and c70. The cause of the system self-check failure was loss of communication between the pbm and epc. The root cause of the loss of communication was contamination of the pbm resulting from corrosion of the copper traces from leakage of supercapacitor electrolyte.

Manufacturer narrative:
The impella device was received from the customer and¿an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Complainant in japan reported the patient was being prepped for impella support when the automated impella controller (aic) showed a system-check failed upon start-up. The aic was replaced.